Event description:
The pt complained of heartburn and discomfort on feeding. Blood staining was found on the ng tube and stylet. The tube was removed from the pt. The pt's dietician noted that the stylet appeared longer than the tube.